Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
On (B)(6) 2021, the patient underwent a covered endovascular reconstruction of the aortic bifurcation to treat aortoiliac occlusive disease. Three gore® viabahn® vbx balloon expandable endoprostheses (vbx) were implanted in the patients aortoiliac bifurcation. A dissection was then noted and was suspected to be originating from the aortoiliac bifurcation (exact location unknown). The dissection was suspected by the physician to have been caused by the ballooning of the stents as the patients anatomy was extremely friable. Two additional vbx devices were implanted, one proximal and one distal of the previously implant vbx devices for extension to treat the dissection. The dissection was still present and the patient continued to experience blood loss. A medtronic covered stent was implanted to reline the previously implanted devices. The dissection was still present with noted blood loss continuing to occur. A conformable gore® tag® thoracic endoprosthesis was implanted in the distal aorta to treat the dissection. The patient underwent a blood transfusion. The patient expired due to exsanguination.

Manufacturer narrative:
Added h6 investigation findings and investigation conclusion.

Manufacturer narrative:
As it is unknown which device(s) may have contributed to the dissection, two additional gore® viabahn® vbx balloon expandable endoprostheses have been included in this report: (B)(4).